Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The device failed functional testing. The receiver case was opened finding that the moisture detection sticker had been activated. Due to moisture damage, the data log could not be downloaded for review. As moisture damage is a contributing factor to no audio output, the customer complaint has been confirmed. The root cause for the reported event was determined to be moisture damage.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.